Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an impla ntable neurostimulator (ins). It was reported that the patient was told they had an infection at the ins site even though the implanting doctor did not see any signs of infection. The implanting doctor made the call the explant the ins on (B)(6) 2018. No further complications were reported.